Event description:
Consumer contacted via e-mail and stated that her son crunched down to find a small piece of metal from the replacement toothbrush head was loose in his mouth. No injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that her son crunched down to find a small piece of metal from the replacement toothbrush head was loose in his mouth. No injury was reported.